Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient needed a representative at their appointment due to the issues they were having. The caller didn¿t know what the issues were but speculated that they needed programming or a new battery and indicated that the patient didn¿t think the device was working. The caller read from the physician¿s notes that said ¿at present time they had no sensation using their stimulator, would suggest either has lost programming or battery has run out¿. No further complications were reported.